Event description:
It was reported that the cassette started to leak into the pump which has also caused damage to the d25. No patient injury reported. The procedure was completed with a device from another company.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Tube set evaluation revealed that transducer membranes were missing from the cassette. The complaint was confirmed and a root cause has been associated with a manufacturing error.